Event description:
Discrepant results when compared to a lab. The reported device result was 5.1 inr with repeat results of 4.0 and 3.5 inr. The corresponding lab result reported was 2.93 nir. No treatment was provided.